Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 25 mg/dl at the time of the incident. The customer was at 43 mg/dl on 6/1/2017 when the issue began. Customer treated with carbs for this low incident. The customer was given a cookie baster of sugar to treat for the (B)(6) 2017 incident. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer hurt their back and got put on pain medication that may have affected their blood glucose. The insulin pump will not be returned for analysis.